Event description:
It was reported that the patient's pump was revised due to difficulty 'for us to fill him sterilely from where it was.' It was reported that the pump was difficult to access, was 'so' deep and the health care provider (hcp) had problems with refills. The pump was moved from the patient's pubic region to the right lower quadrant area. It was reported the patient's 'eri (elective replacement indicator) was almost out anyway' so they put in a brand new pump. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).